Event description:
The manufacturer received information alleging a burning plastic odor and a part of the device melting. There was no evidence of smoke and fire when the event was happening. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and was able to confirm the device having melted plastic on the exterior of the ui display bezel and a burning odor was detected while inspecting the exterior of the device. The investigation found dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, and water tank. The ui display bezel was observed to have a dust-like contaminant on it, along with what appeared to be burn markings, likely due to a thermal event on the pca. The top enclosure was observed to have possible heat damage in the form of warping, to it. A dust-like contaminant was observed on the top enclosure. A portion of the center enclosure was also observed to have possible heat damage to it, in the form of melting, likely due to a thermal event on the pca. The q6 and q7 components on the pca (part of the heated tubing circuitry), were observed to have had a thermal event. Thermal damage was also observed on the c202, d11, and b4 of the pca. A dust-like contaminant was observed on the inlet/outlet seal. The blower box cap appeared to have an area of it that likely melted due to the thermal event on the pca. A dust-like contaminant was observed inside the inlet of the blower box, on the blower, blower seal, and bottom enclosure. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.